Event description:
It was reported that the left ventricular (lv) lead had high impedance, high threshold and no capture. It was also reported that an apparent fracture was seen on x-ray. Therefore the lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Type of report is initial. (B)(4).